Manufacturer narrative:
(B)(4).

Event description:
Customer stated that this was the first time the inserter ever used this product from teleflex. The inserter has used similar competitor products and this issue has never occurred for him. After placing the PICC line, the inserter used the two tabs to remove the sheath and the two tabs detached. This left the sheath in the patient.they were able to retrieve the sheath.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. The customer did not provide a lot number; therefore, a device history record review was performed based upon a potential lot number. No relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
Customer stated that this was the first time the inserter ever used this product from teleflex. The inserter has used similar competitor products and this issue has never occurred for him. After placing the PICC line, the inserter used the two tabs to remove the sheath and the two tabs detached. This left the sheath in the patient. They were able to retrieve the sheath.